Manufacturer narrative:
Product analysis results: visual inspection confirmed the mas connector is broken at approximately the base of the connector hex head. Optical examination of the thread form did not identify thread damage on the returned portion of the implant. Microscopic examination of the fracture surface appears to emanate from damaged portion of the hex with evidence of shear lines on the fracture surface. The location of the fracture at the base of the connector head appears to be damaged from torsional overload. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This part is not approved for use in the united states; however, a like device catalog # 7753500, 510k # k082728 and UDI # (B)(4) was cleared in the united states. Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent c4/5 anterior cervical discectomy and fusion (acdf) c2/6 posterior decompression and fusion due to cervical spondylotic myelopathy. Intra-operatively, it was planned to place mas crosslink at c4 level. Mas crosslink set screw was final tightened, and mas crosslink was placed, and mas crosslink locking screw was placed. At the time of final tightening, the hex part of the left mas crosslink set screw broke and came off. The placement on the left of c4 was given up. The crosslink and mas crosslink locking screw were replaced, then the procedure until final tightening was performed without any problem. Since the screws on side of c4 was lms screw, there was no interference between the driver and muscle. The delay in overall procedure time as a result of this event was less than 60 minutes. There were no patient complication occur as a result of this event.